Event description:
This is a spontaneous report by a nurse of a patient with touch contamination (coded as peritoneal dialysis complication) and bacterial peritonitis with culture positive for pseudomonas coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient made a mistake resulting in touch contamination. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The nurse did not provide information regarding treatment. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the peritonitis. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
Asku

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s); h10f22058 and h10e23033 with no defects noted. The cause was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.